Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log and attempted to perform an all-set-home, the error reoccurred. During the cup transfer homing process, an audible buzzing sound was heard, and the z-axis motor was observed vibrating to the touch. The fse replaced the test cup picking assembly motor and as a precautionary measure replaced the cup transfer flat cable. Fse repaired and validated the analyzer by successfully performing cup transfer test, adjustments, quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4151) c. Trans-z home detect error. Cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to the faulty test cup picking assembly motor.

Event description:
A customer reported error message ¿4151 c.trans-z home detect¿ during daily check on the aia-900 analyzer. The customer rebooted the analyzer. A technical support specialist (tss) instructed the customer to check the waste chute and remove test cups. The customer verified there was no obstruction and the error reoccurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.